Event description:
The customer reported no audio from the mx40 telemetry device. The device was not in use on a patient; the issue was identified by the biomed when the device was powered on in preparation for use.